Event description:
A customer reported to beckman coulter (bec) that the probe on their coulter act diff analyzer leaked more than 1ml of diluent mixed with blood that soaked a paper towel. The customer was wearing personal protective equipment (ppe), consisting of gloves, a gown, and glasses. There was no biohazard exposure to mucous membranes or open wounds. The customer has an exposure control plan in place. Per the customer, they ran controls in the morning and after they tested patient samples which they have not been affected. The customer indicated that the leak started in the afternoon. Neither death nor injury was reported in connection to this event.

Manufacturer narrative:
Blood, controls, clenz, or diluent may have been leaked from the probe or probe assembly. The customer tried to flush bleach and water through the lines, but it seemed there was a clot in the line. A service call was generated. A bec field service engineer (fse) had the customer flush out valve vl8 to unplug the drain path from the probe wipe to the vacuum chamber resolving the probe drip. Failure mode of this event was plugged valve vl8. (B)(4).